Event description:
On (B)(6) - the dealer reported that the bed4-1633 patient bed hand control and press down button for both head and foot end kept on going down further than the consumer wants it to. There was no injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model bed4-1633, serial number/date (B)(4) is approximately four month old. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.